Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed had due to mixed paravalvular leak (pvl) and central aortic regurgitation. Additionally, left atrial appendage (laa) thrombus was observed. It was reported that the patient experienced dyspnea and was hospitalized. Per the physician, the transcatheter valve contributed to the shortness of breath. A transcatheter aortic valve-in-transcatheter aortic valve replacement procedure was planned.

Event description:
It was reported that following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed had due to mixed paravalvular leak (pvl) and central aortic regurgitation (ar). Additionally, left atrial appendage (laa) thrombus was observed. It was reported that the patient experienced dyspnea and was hospitalized. Per the physician, the transcatheter valve contributed to the shortness of breath. A transcatheter aortic valve-in-transcatheter aortic valve replacement procedure was planned. Additional information was received that the severity of central ar was moderate-severe and the severity of pvl was mild. A non-medtronic (sapien) transcatheter valve was implanted valve-in-valve during the admission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.